Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a refractive miss was noted. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter on 18-jan-2019, that, in the surgeon's opinion, it is unknown what caused or contributed to the event. Posterior capsule opacification was noted. The lens was replaced with a different model and power iol. There was no patient harm. The patient's issues have resolved and the prognosis is good.